Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clips was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.